Event description:
On 06/08/2000, the pt contacted the MFR's representative via telephone and informed rep of the following (pt's spouse was also listening): the device was implanted in 2000, for administration of chemotherapy. On 05/31/2000, pt presented for therapy. The physician attempted to flush the line and discovered a problem (exact nature of problem was not known). The pt was sent for an x-ray that revealed the catheter had come loose off the device and was in the pt's chest. The pt went on to state that by the time they took to retrieve the segment of catheter that came loose, it migrated to pt's hepatic vein/liver. The pt saw the segment of catheter and it was about six (6) inches in length. Additionally, pt noted the catheter should have been stitched, but when it was removed, they had it in a plastic bag and pt did not see any remnant of a stitch on the catheter. The device body was then removed and the system was replaced with a new device (catalog number lps7513, lot number 14708). When asked if the explanted device body had any catheter attached, pt did not see the device when removed. Pt was told that the device body along with the segment of catheter that came loose was sent to the facility's lab for testing. When asked the catalog/lot number of the explanted device, the pt stated that the pt ID card given for the explanted device (proceeded to read numbers not related to the catalog/lot#, appear to be pt ID#'s assigned by the facility). Pt did note that the part number (p/n) on the pt ID card was the same as the one on the replacement device. The pt did not understand why they took the device away for testing. The MFR's representative informed pt that if pt wanted to have the MFR analyze the explanted device, pt would have to contact the physician and/or the facility's risk management dept and request that it be released and/or forwarded to the MFR for analysis. The MFR's representative explained that the facility probably recorded the catalog/lot# of the explanted device in their records and pt should also obtain that for the MFR's add'l info and see if the device in question is still available, and would it be returned to the MFR for analysis. Rep requested the pt call back with any additional/new info pt may be able to obtain regarding this event and/or return of the device. As soon as pt hung up the phone, pt was going to contact the facility. No further details were provided at this time. On 06/09/2000, the pt informed the MFR's representative that pt contacted the facility's director, quality services/risk manager. Risk manager informed pt that "there was no product failure". It appears that this event was due to the insertion technique (catheter not being properly secured/missing suture). The pt was also told that pt would be reimbursed for both the explant and replacement procedures. On 06/12/2000, the facility's risk manager informed the MFR's representative that this event was determined to be due to insertion technique, not due to the device or a device malfunction. Risk manager provided the MFR's representative with the catalog# (lps7513) and lot# 14708 of the explanted device. Additionally, the facility's risk manager would be meeting with the pt that day (06/12/2000) to work things out. No further details are available.